Manufacturer narrative:
Partial product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens stuck to the plunger and was brought back with the plunger as it was in retreat from the eye. Through maneuvering the surgeon was able to keep the lens in the eye and back into stable position with no harm to the patient. Additional information was requested.

Manufacturer narrative:
Only the device was returned. The plunger is oriented correctly. The plunger has been advanced outside the tip. The lens was not returned. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The reported lens stuck could not be verified. The lens was not returned. The device nozzle and tip were damaged. The nozzle is split on the bottom before the wound guard. This split goes through the thick wound guard area to the end of the tip. Unusually high internal forces would be needed to create damage in this area. This damage would indicate the lens/plunger were not in proper positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).